Manufacturer narrative:
Device not returned

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged from 174-175 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.